Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. This event was reviewed by the abbott erosion board and confirmed that erosion occurred.

Event description:
On (B)(6) 2016, this 15 mm amplatzer septal occluder (aso) was implanted. Per report, the patient had a floppy septum. The patient's native defect was measured via tee to be 9 mm and the balloon sizing measurement was 14 mm. On (B)(6) 2016, the patient had low output, hemodynamic compromise, and metabolic acidosis. An echocardiogram conducted on (B)(6) 2016, revealed cardiac tamponade secondary to erosion of the atrial wall. Acute drainage of 700 ml blood was performed. On (B)(6) 2017, elective surgery was performed where the aso was explanted and the asd was closed with a pericardial patch. Fibrotic reaction was noted near aortic root.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, this 15 mm amplatzer septal occluder (aso) was implanted. On an unknown date, cardiac tamponade was noted secondary to erosion of the atrial wall. The aso was explanted.